Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2018-00019 and (B)(4).

Event description:
It was reported by the rn that there were no alarms until right at time of call. High pressure alarms occurred after the patient started moving excessively in bed. Alarms persisted after calming patient within seconds of restarting the pump. Pump was swapped for a second console with the same result. The rn confirmed there is no blood inside the gas tubing at any point. The clinical support specialist (css) suggested calling the physician to come in and remove the intra-aortic balloon (iab). The second iab insertion would be at physician discretion. The patient is on a second iab with no issues all night and it was inserted in the same side with a sheath. Patient outcome: reported as being stable upon follow up call. Assist ratio decreased to 1:2 overnight. There were no reported complications or patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "high pressure alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2018-00019 and (B)(4).

Event description:
It was reported by the rn that there were no alarms until right at time of call. High pressure alarms occurred after the patient started moving excessively in bed. Alarms persisted after calming patient within seconds of restarting the pump. Pump was swapped for a second console with the same result. The rn confirmed there is no blood inside the gas tubing at any point. The clinical support specialist (css) suggested calling the physician to come in and remove the intra-aortic balloon (iab). The second iab insertion would be at physician discretion. The patient is on a second iab with no issues all night and it was inserted in the same side with a sheath. Patient outcome: reported as being stable upon follow up call. Assist ratio decreased to 1:2 overnight. There were no reported complications or patient death.